Event description:
It was reported that (3) devices were used during a laparoscopic colon. It was reported by the affiliate that the 512s gaskets are torn. There was no consequence to the pt. No add'l nine sterile devices are being returned for analysis.